Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The audio bolus button was reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the bolus button cover was found to be intact; however it required hard presses to get a response. The bolus button cover was removed and contamination was found under the button contact. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Also unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.